Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the right ventricular lead became dislodged. Low sensing and high threshold were observed. The lead was explanted and replaced when repositioning was not successful. Patient condition was good after the event.